Event description:
It was reported that the device went to recommended replacement time early due to high battery impedance. The patient did not feel well or tolerate pacing at vvi 65. The device was reprogrammed. The replacement procedure was rescheduled due to patient fever and confusion on the initial replacement date. The device was explanted and replaced approximately two weeks later. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. High battery impedance, leading to eri. Battery voltage - battery depletion indicated/eri. Eri due to high battery impedance logged on (B)(6)-2011, prior to explant. Ramware version 8 installed on (B)(6)-2011.